Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected fasting blood glucose test result range is 75-95 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported because of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 6/30/2018 and open vial date is (B)(6) 2015. The meter memory was reviewed for previous test result history (date / time not set): the 94mg/dl fasting:yes, the 86mg/dl fasting:yes, the 94mg/dl fasting:yes, the 91mg/dl fasting:yes, the 94mg/dl fasting:yes. Memory concerns:no concern from memory results. Customer complaining his meter produced a result of 123 mg/dl against his dr's meter (cust. Unable to provide dr.'s meter brand name) which produced a result of 183 mg/dl. Customer was unable to provide date and time from meter memory due to vision impairment. Customer denied running a back-to-back blood test, stating he just did a test prior to calling us and the result was 94 mg/dl (fasting).